Manufacturer narrative:
Malformed clip; sticking jaw/cam. Evaluation summary: the analysis results confirmed that one el5ml device was received in good visual condition. The instrument was cycled, fed and formed five clips within manufacturing specifications and one clip with gap. The instrument was noted to have sticking issues. However, no jamming issues were noted during the analysis. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a lap chole procedure, the device jammed on the fourth clip. Another device was used to complete the procedure. There was no pt consequence.